Manufacturer narrative:
A hardware low level failures alarm occurred during the self test and was confirmed in the insulin pump history. Problem isolated to a component on the keypad assembly. Unit received with its operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed a power error alarm and low battery alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with faded serial number label. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery charge display was low despite a new battery being in use. The insulin pump was returned for analysis.